Event description:
The manufacturer received information alleging a display malfunctioned on a trilogy ev300 ventilator. The device was not reported to be in use on a patient at the time of the occurrence. The trilogy ev300 ventilator was returned to a third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device display malfunctioned. In conclusion, the device's trilogy evo system board and display board needs to be replaced to address the issue. The repairs are currently underway. If additional information becomes available a supplemental report will be filed.